Event description:
Gammagard strength: 10gm/100m, 5gm/50ml and 30gm/300m. Home health nurse reports pump issue (serial: (B)(6) maintenance due: not specified). Nurse stated she started infusion and in the middle of the infusion pump was giving error of tubing and alarming. No further specifics regarding the error message or alarm provided. She adjusted the tubing twice, changed the batteries to try and fix the issue but nothing worked. She was using gravity infusion at the time of notification. Remaining volume was 550 ml to infuse via gravity. Pharmacy replacing device. Device associated with event available for return. No adverse events reported. No further info or dates. Reported to cvs/caremark by health professional.